Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation; however, no testing strips were returned. The monitor memory was reviewed. The customer's inratio inr results of 3.0 on (B)(6) 2015 and 1.8 on 08/13/2015 were present in the memory on the reported dates. The impedance curves for both results were statistically analyzed. The customer's result of 3.0 was concluded to be normal in shape and did not exhibit characteristics of a weak slope change. The customer's result of 1.8 was concluded to exhibit an abnormal shape. Internal investigation (CAPA-(B)(4)) has determined that the inratio monitor software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions may contribute to weak slope change impedance curves. There are no known patient conditions provided by the customer that would lead to the observed weak slope change. Donor testing was not pursued due to the software issue being identified as the root cause of the customer's discrepant result. The returned meter met functional and thermistor testing requirements. A review of the in-house testing history of strip lot 360632 was performed. In-house testing on the strip lot met release criteria and no product and no deficiencies were identified. The manufacturing records for the lot were reviewed and the lot met release specifications. Further investigation was performed under CAPA-(B)(4).

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr results. Results are as follows: date: (B)(6) 2015, in ratio inr: 3.0, laboratory inr: 2.54, time between testing: 1 hour. On (B)(6) 2015, 1.8, 2.4, 5 minutes. Therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequela. There was no additional information provided.